Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total laparoscopic myomectomy on (B)(6) 2018, and suture was used. The needle broke at the middle part during continuous suturing on the myometrium. The needle fragment fell into the peritoneal cavity outside the uterus. The needle fragment were removed without losing sight. The surgeon commented that there was a possibility that holding force of the needle-holder was too strong. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation the returned sample revealed the fracture was composed of both microvoid coalescence and intergranular fracture. This was a mixed mode fracture. The manufacturing records couldn't be reviewed as the batch number is unknown per the condition of the returned sample, the needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.